Event description:
It was reported that an empty cartridge alarm occurred while the cartridge was not empty. There was no reported impact to customer's blood glucose. During troubleshooting, a new cartridge was loaded and the distributor and was unable to duplicate the error.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.